Event description:
The tip coating started to deform at power setting 130w. The patient was surgically opened as planned, but no back-up device was available and patient lost more blood than expected. No other information is available for this incident.

Manufacturer narrative:
An evaluation was performed on the probe. The i.d. -resistor measured 1,298-ohms which is in specification. Continuity measurements for the power wire and return wire passed. Visual inspection of the tip showed an extreme meltback circular area of approximately 2mm. Extreme meltback such as this is usually caused by the tip arcing to anther instrument, however this cannot be verified in this case.